Event description:
It was reported that a vns patient felt that there was something wrong with her vns device, adding that "it's not kicking in like it is supposed to." The patient is currently seeking the assistance of a treating physician, so that her vns device can be evaluated through diagnostic testing. Good faith attempts for additional info are in progress.